Event description:
A male pt had bariatric stomach band placed a year and four months ago. The pt returned to or for removal of port last year due to infection. A new port was reimplanted last year. The pt presented earlier this month with a port leaking from the lap band as the chief complaint. The pt also had weight gain and no resistance lately. The pt went to or for removal of leaking port and tubing. The physician noted the leak site was distal to the port on tubing. There was evidence of a leak coming from the tubing approximately 10 cm distal to the connector. New port and tubing were implanted and the pt went to pacu stable post operatively. The pt was subsequently discharged home the evening of surgery.